Event description:
Reporter alleged obtaining the results of 16.9 mmol/l and 4.0 mmol/l on the mobile system compared back to back with a result of 3.6 mmol/l on the compact plus system when testing was performed within 10 minutes. Reporter stated she felt weak, dizzy, and had heart palpitations so she self-treated with 3 dextrose tablets and had her lunch. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that she does not have the strips, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). Absent the lot number, manufacture date cannot be determined. This medwatch report is for the mobile suspect device system used. Reference medwatch report with (B)(6) for the compact plus suspect device system used. Will not be returned to manufacturer.